Event description:
Report received that the rotary control knob position did not match the displayed position. During routine preventative maintenance testing by the user facility, after the control knob on channel c was placed to the vtbi (volume to be infused) position, the display indicated the set rate position. After the control knob was placed to the run position, the display indicated the set rate position and the pump alarmed "turn to run." There were no reports of any adverse pt events while the device was in clinical use.